Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 160 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged insulin gauge/fill estimate issue could not be verified. Additionally, the alleged malfunction alarm issue was verified.